Event description:
A hosp in (B)(6) reported via a distributor that the heater wire of an rt200 adult breathing circuit became an electrically open circuit after 3 days of use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in both the expiratory and the inspiratory tubes of the returned breathing circuit was tested using a multimeter. Results: the electrical resistance of the expiratory heater wire was within the product test specification. The inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check was not performed as no lot information had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).